Event description:
Hcp reported explantation of deep brain stimulator in 2004. Pt with decreased level of consciousness, hemiplegia and cerebral edema. Ipg site was swollen and fluid filled. Pt was treated with antibiotics in ICU. MRI and CT scans performed. Infection was suspected but cultures were negative. Currently, pt is more alert and regaining some use of right side. Pt remains hospitalized. The device was explanted and returned to the MFR for analysis. A follow-up report will be sent if add'l info is received.